Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to heat damage, which was observed during physical inspection. Evaluation found the rear case, backflex, and processor printed circuit board (pcb) shielding to have heat damage. Further investigation determined an overheated battery to have caused the damage to the rear case, backflex, and processor pcb shielding the rear case and processor pcb shielding will be replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device had burn/heat damage. There was no patient involvement.